Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringes the consumer stated the ¿syringe needle is sticking through the shield. She stated she noticed this week and there were a few syringes with this same issue.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 5313932. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly- there was one (1) batch of material# 8364880 (syringe 1.0ml asm 30ga 1/2in tw sm700163) which was consumed into final product batch# 5313932. Batch# 5306827. Date(s) of manufacture: 19dec2015 to 05jan2016. Machine(s) manufactured on: jl, jm, jn, jo. Pils - there was one (1) batch of material# 8364879 (barrel 1.0ml shd 30ga 1/2in tw sm700163) which was consumed into final product batch# 5313932. Batch# 5306827. Date(s) of manufacture: 19dec2015 to 05jan2016. Machine(s) manufactured on: fk. There were zero (0) notifications noted that pertained to the complaint. No samples / photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.